Event description:
It was reported that device got stuck in-between firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. D4: batch # 890a21. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - no what is the most current patient health status? - unknown. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload.  Visual analysis of the returned sample determined that one gst45g reload was received. The sled was received in the home position; however, two double drivers were noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that reload was partially fired 1/10 causing the reported event. However it is possible that the reload was manipulated, and the sled was manually returned to its home position. In addition, the reload body was noted with some scratches at the proximal end. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 890a21 , and no non-conformances were identified.